Event description:
Patient reported that device made a grinding nosie during basal delivery, and that their blood glucose has been elevated for about one week. No errors were generated by the device. Patient believes their device caused the elevated blood glucose. Patient self-treated high blood glucose with insulin injections. Patient switched to back-up device.